Event description:
During a percutaneous transluminal angioplasty (pta) of the target lesion was external iliac artery, the balloon ruptured during initial inflation at 10 atmospheres. A stent (covered stent, terumo) was placed to the lesion, and (complaint product) was used for post-dilatation. Another powerflex balloon (6mm*2cm, lot unk) was used, then 8mm*4cm balloon (also powerflex, lot unk) was used, and the procedure was completed successfully. There was no adverse event, and the pt is in stable condition. There was no calcification or tortuosity, and the percentage of stenosis was unk. There is no info about the pt.

Manufacturer narrative:
All products were prep per instructions for use (IFU) and no leaks were observed during prep. Prior to inserting in the pt, there was no holes, tears, ruptures, etc in the balloon. This was initial use of the device. Constant fluoroscopy was performed during inflation, and the balloon burst was observed under fluoroscopy. An unk brand indeflator was utilized to inflate the balloon. No other issues were encountered when the pta balloon was removed from the pt. No further info was available, including pt info. The product is not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mqp. This review was extended to subassembly with lot number 0101070505. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. The inflation pressure at which the powerflex balloon burst during treatment of an iliac lesion with unk stenosis is not known. Without the return of the product for analysis and based on the limited information. No conclusion can be made regarding the reported powerflex balloon burst at an u nk pressure. It is possible that pt and procedure factors contributed to the reported event.